Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v452560, implanted: (B)(6) 2011, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer reported an instance where she thought her implantable neurostimulator (ins) was turning on by itself and the "tempo" was high that she couldn't move or communicate, so she tore her clothes off. The patient felt "like someone had control of her stimulator and was adjusting or messing with it." She couldn't turn it off herself because her hand and arm were cramped and she went into the fetal position. The patient was also dehydrated. The patient went to the emergency room for it all. The patient's family and medical staff thought she had mental health issues. The patient attributed this event to not being able to use the patient programmer and medication changes. This occurred in (B)(6) 2015. The indications for use include complex regional pain syndrome type 1. If additional information is received, a supplemental report will be sent.